Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer states set did not completely enter skin. Troubleshooting was performed and pump was returned for analysis.